Manufacturer narrative:
The insulin pump passed functional testing. However noisy motor was noted during testing due to faulty motor. The insulin pump uploaded to carelink properly. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was making a grinding noise during rewind process. Advised to discontinue use of the insulin pump. No additional information was provided.